Manufacturer narrative:
Attempts to obtain additional information has been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this patient with a 3300tfx aortic pericardial valve of unknown size, has been scheduled for a re-do surgery after an implant duration of approximately two (2) years due to unknown reason. No other details were provided.

Event description:
Edwards received notification that this patient with a 3300tfx aortic pericardial valve of unknown size,  has been scheduled for a re-do surgery after an implant duration of approximately two (2) years and three (3) months due to high gradients.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, f10 (device code), h6 (method code) high gradient can be a result of possible valve related and/or non-valve related issues. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. H11: corrected data: updated h6 (conclusion code)

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.